Event description:
Pt's meter was reported as having the not enough blood issue. This issue was not resolved with troubleshooting. Medical affairs specialist spoke with pt's family member in 2003 and they stated that they took the pt to the hosp since the meter was not functioning. Also the pt has cardiac and pulmonary problems. Pt was not treated for their diabetes there. Hosp meter reading is unknown, but it was "normal". Pt did not have any symptoms. This case is reported as a malfunction for the not enough blood issue.